Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-oct-17. It was reported that the motor stall occurred on (B)(6) 2019 at 10:33 and the recovery occurred on the same day at 10:59. There was a MRI. According to tech support, the reason for the service code was due to the rep using the tablet programmer. They then changed to use the 8840 programmer and experienced no problems. The 8840 does not require a dob. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the implantable drug infusion device and the clinician¿s a810 application. The drug being delivered was unknown. The reason for use was non-malignant pain. It was reported that the rep is checking the pump post-MRI and saw the motor stall and recovery message. Service code 117 was displayed, and they wanted to review the meaning of screen. It was reviewed that the service code is referring to the alarm duration. Caller stated she is wanting to print the report however is seeing the error (B)(4). These issues occurred on (B)(6) 2019. Troubleshooting done on the call consisted of the rep being walked caller through programming the dob, caller confirmed it was not programmed in the pump. Caller stated there is no hcp there to update the pump so she is not able to update the pump with this information. Caller stated the patient is in a rush so she will use her 8840 to print the report in the meantime. The rep was redirected to follow up with the healthcare professional (hcp) to review considerations. It was then reviewed to ensure the patient's dob is updated the next time they have their pump updated with the tablet which should then resolve error message (B)(4). The software version being used was (B)(4). There were no symptoms reported. There were no further complications reported/anticipated.